Manufacturer narrative:
(B)(4). The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the clip delivery system (cds), irregular steering occurred which has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. There was a restricted posterior leaflet and a coaptation gap. The clip delivery system (cds) was advanced to the left atrium (la). While steering into the la using the m/l knob, it was observed that the sleeve was moving in the opposite direction; therefore, steering was continued with the a/p knob. Leaflet grasping was difficult due to the anatomy. Echocardiographic imaging was difficult. The decision was made to remove the cds. During removal of the cds, it was confirmed that the alignment markers were aligned. The echocardiogram probes were changed and better imaging was achieved. The procedure was continued using a new cds. Two clips were implanted, reducing the mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and the reported difficulty grasping sleeve steering appears to be related to challenging patient anatomy and difficulties with visualization.